Event description:
A report was received from the FDA medwatch medicinal products reporting program that an optometrist reported a pt developed what appeared to be fungal keratitis of his left eye while using renu with moistureloc multi-purpose solution. The pt presented with pain, photophobia and a red, watery left eye. The optometrist observed an epithelial lesion that stained positively with fluorescein and was ulcerated. It had feathery borders, not a typical circular lesion seen with a bacterial corneal ulcer. There were also satellite infiltrative lesions and corneal edema. The optometrist prescribed natamycin and vigamox. After four days, vexol was added to prevent scarring once the ulcer was re-epithelialized. A culture was not taken. The optometrist was concerned about the location of the lesions in the central cornea so the pt was subsequently referred to an unk corneal specialist. No further info was available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.